Event description:
A malfunction alarm was reported with the code malf 15. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue happened again.